Event description:
Reportedly, this stent was used in the right renal artery which had been predilated. The surgeon was trying to cover the ostium and ended up partially deploying the stent into the aorta. A balloon was used to flair open the section of the stent in the aorta. No pt complications reported.